Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing was able to reproduce the customer's complaint of a "check clutch" alarm. Our technician replaced the right and left clutch components which were worn. Replaced worn lead screw. After repair, the device was found to pass all delivery, accuracy and functional tests.